Event description:
Event description guidant received information that during the follow-up visit, this pacemaker exhibited a battery reading of <0.5 years remaining. The cliinician expressed dissatisfaction with the longevity of this device.